Event description:
It was reported that after applying a new dexcom g7 sensor, the glucose values displayed on the dexcom app and the ilet did not match during the sensor warmup and shortly thereafter, with readings noted as approximately 217 mg/dl on dexcom and 204 mg/dl on ilet, later trending to 190 mg/dl and then 111 mg/dl; the user indicated intention to wait for warmup completion and the case documented ¿cgm calibration needed.¿ symptoms included no reported adverse clinical effects. Outcomes included no reported impact on daily activities and no need for medical intervention. Investigation included review of device-reported glucose trends and follow-up outreach to the user. Investigation of this case revealed that the discrepancy occurred around the sensor warmup period and resolved without further intervention, consistent with expected stabilization behavior of a newly started cgm. It was concluded that the device functioned as designed and that no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.